Manufacturer narrative:
(B)(4) date sent: 4/8/2025 d4 batch #: y70182. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm? Not totally, but as he was hanging around, we finished it. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad detached not returned. The blade tip was damaged, however, the blade was not cracked. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to verify the condition of the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Probable causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them, subsequent activations would completely wear and melt the tissue pad until the blade tip makes contact with the clamp arm. Avoid activating the blade without tissue between the blade and tissue pad to prevent this type of damage. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. It is possible that the noise heard could be either: the blade making contact with metal or plastic while activated. A manufacturing record evaluation was performed for the finished device lot/batch y70182, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure there was a removal of the plastic blade protection (white pad) during dissection of inflammatory tissue in backcutting. Tampering with the operation of the device with whining noise and protective plastic hanging: nothing to report at the patient level or gesture. Device change during surgery.